Manufacturer narrative:
Siemens healthineers has confirmed the occurrence of discrepant low ph and measured total carbon dioxide (mtco2) results in arterial, venous, and capillary patient samples. A field action was initiated for the affected test cards. A proximate root cause has been linked to manufacturing limited to one batch of raw material used in these affected lots. This event occurred prior to the initiation of the field action. At this time, the customer has not alleged that this malfunction caused the adverse event.

Event description:
The customer reported that a patient was under distress and unstable in the ER and was being prepared for transport to another facility. A ph of 6.940 was obtained on epoc with a sample that was difficult to obtain. The patient was provided bicarbonate. The patient coded and was unable to be revived from pulseless electrical activity.